Event description:
Reportedly, the pacemaker involved in this MDR report was replaced due to normal battery depletion. As high atrial lead impedance (>3000 ohm) had been measured in past follow-up (i.e. Around one year after implantation), lead breakage was suspected and the mode was set to vvi. During the replacement of the pacemaker, the suspected damaged atrial lead was measured with an analyzer; there was no big difference on obtained values compared to the one measured at the implantation (around 600 ohm) and lead breakage point was not confirmed on x-ray photo. The old atrial lead was left inside the body by placing a lead cap and a new atrial lead was implanted. A new pacemaker was connected to the leads and the operation was completed without further problems. As no atrial lead damage was visually confirmed, the pacemaker was returned for analysis in order to investigate the pacemaker connector portion to identify if there was anomaly or not.

Manufacturer narrative:
February 22, 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.